Manufacturer narrative:
Should additional information become available for the patient a supplemental record will be filed.

Event description:
Caller stated he needed reinforcements straps for a seat on invacare chair as the seat was sagging to the point where it is resting on the cross brace. Caller stated that there was no injury or property damage.